Manufacturer narrative:
(B)(4). Batch # p57k8u. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during a procedure, after firing the device, only the blade moved forward without stapling. The hospital said there were no staples in the cartridge. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Video analysis: one video was provided; video received was reviewed and a revised detail of the video shows the jaws closed into tissue with a blue reload loaded, at the beginning of the video, the knife can be seen returning to the home position indicating that full firing stroke was achieved. Staples are not visible, however no bleeding was observed on the cut section. Based on the video alone the event describe is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Additional information requested and received: was there any patient consequence or change in the post-operative care of the patient as a result of the event? During the operation, the surgeon used suture instead of stapler to close ,and patient consequence in unknown. (I had not heard any critical issues of post-operation yet).

Manufacturer narrative:
(B)(4). Batch # n56z8u. Device analysis: the analysis results showed that one gst60b reload was received partially fired 1/4. The returned reload was reset and loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cartridge reload partially fired is consistent with an incomplete or interrupted cycle. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.